Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analysis center (pac) and the cause of the reported issue was determined to be the reed switch sw5. The device was archived by stryker

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.